Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced bilateral pelvic pain, nausea, minimal bleeding, left-sided buttock pain, cystocele (corrected after avaulta recurrent, and grade 2), "does not have the control to stop and start urination," urgency, urinary incontinence (recurrent, resolved after tot, mild, occasional, and resolved), "string hanging out of her vagina," mild stomach cramps, abdominal cramping, abdominal pain (generalized, occasional, and "resides after resting"), occasional pink discharge, urinary intermittency, nocturia, gross hematuria, small area of wound separation with 1 cm of exposed mesh at the vaginal incision site, sharp pain that starts in the vagina and moves up toward the bladder, "does not always known when she needs to urinate," excision of mesh and revision of vaginal wound, erosion of vaginal mesh, surgical specimen-fragments of reactive stroma and squamous epithelium with acute and chronic inflammation, recurrent urinary tract infection, painful urination, pain after voiding, frequency, incomplete emptying, grade 2 rectocele, mesh palpable just beneath the surface but no significant erosion, pain in the lower left abdominal area, and "feels mesh coming out" after she underwent cystocele repair with inlay of mesh, vaginal fault suspension, transobturator tape midurethral sling, and cystoscopy. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury,and permanent and substantial physical deformity, and will likely undergo corrective surgery or surgeries. Associated MDR: 1018233-2013-01073.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: potential complications associated with the proper implantation of the pelvilace to system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site. (B)(4).